Event description:
It was reported that the catheter was cut because of the patient¿s unusual anatomy; that the patient¿s bones were like a ¿razor blade cutting it.¿ the reporter noted the patient would first experience drug withdrawal, then he would get pain and his hands would start shaking. The drug being delivered via the pump was not specified. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).

Event description:
Additional information received reported that the date of onset was noted in the letter as (B)(6) 2009, but the attached clinic and procedure noted reported that a dye study was done on (B)(6) 2009 and that the patient had been complaining the previous "several weeks to months of slightly increasing pain in this low back region, but as of late, he had been complaining of even worse pain," noting that the pain seemed to be worse when sitting versus standing. The dye study showed "possible extravasation through a hole or kinking of the catheter as it dives in then the patient isseated. Catheter was fractured at l3-4 (lumbar 3 to lumbar 4). It was further noted that the neurosurgeon performed laminectomy subperiosteal dissection "was causing to fracture the catheter." On (B)(6) 2009 it was noted that the patient's catheter was "fractured again." It was noted that the patient "may benefit from a concomitant partial laminectomy to allow reinsertion of his catheter. The patient had cardiac stents and could not undergo MRI (magnetic resonance imaging.) On (B)(6) 2009 the catheter was removed and replaced. It was not reported what medication(s) were infused by the system at the time of the event.